Event description:
Serious injury: residual astigmatism. A surgeon reports several patients with residual astigmatism following refractive surgery. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)